Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. An f-38 alarm was identified during the review of the alarm log. The cause of the condition was determined to be due to inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified issue. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available